Event description:
It was reported that following a left heart catheterization (lhc), an angio-seal was selected for use in 2009. Hemostasis was achieved. The pt returned to the hospital the following month. A CT scan revealed a 4.7 cm pseudoaneurysm in her groin. They were able to resolve the pseudoaneurysm,, and the pt was sent home. No additional info is available.

Manufacturer narrative:
No product was returned for evaluation and review of the device history was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.